Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced a hypoglycemic event while using the ilet bionic pancreas during an early post-reset learning period, with blood glucose decreasing to 45 mg/dl after a meal announcement and later recovering to 75 mg/dl after oral carbohydrate intake. Symptoms included hypoglycemia without loss of consciousness or need for professional medical intervention. Outcomes included a transient health impact with the user remaining stable and without hospitalization, ketone testing, or backup therapy. Investigation included a review of device performance during the learning period and user-reported event details. Investigation of this case revealed that the device increased dosing after prior perceived under-delivery and subsequently adjusted based on the low, consistent with adaptive behavior during initial learning. It was concluded that the cause of the hypoglycemia is unclear and that continued use with standard meal announcements and careful carbohydrate assessment is appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.